Manufacturer narrative:
Additional information: patient information was unavailable. Correction: brand name updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the system would not pass registration. User was using the flat panel emitter. Site attempted several different touch registrations, but they could not pass the registration. Registration metric was 6.6. Site took the system out of the room and finished the case with another system. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.